Event description:
The facility reported an infusion pump with a failure code 703. Information was not provided regarding whether or not the failure occurred during an infusion. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event. Although baxter attempted to obtain information, details were not available regarding additional contact information, patient demographics, medication involved, or pump programming. No additional information is known.

Manufacturer narrative:
Evaluation summary: the customer's reported condition of fail code 703 was confirmed. A field corrective action has been initiated.